Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the revision was due to patient fall and was not implant related.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to instability caused by a ruptured posterior cruciate ligament; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.